Manufacturer narrative:
The hill-rom technician throughly tested and inspected the bed and found no issues. The bed exit alarm functioned as designed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm with housing to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician that a note was on the bed starting the bed exit alarm does not work. The bed was located at the account in the hallway outside the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).